Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenum during a balloon dilatation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the black exit marker protruded into the tip of the working channel. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.